Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent suddenly expired while undergoing dialysis on or about (B)(6) 2011.